Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available but has not yet been returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature detachment as potential complications associated with use of the device.

Event description:
It was reported that during the coiling of a splenic artery aneurysm, the coil unintentionally detached within the 4fr glidecath. Both the catheter and the coil were successfully removed from the patient. Substantial tortuosity was reported. The embolization was reported to be successful and the patient is stable. No patient harm was reported.

Manufacturer narrative:
Additional information: d9 [date device received], g3, h3, h6, h10 [summary device evaluation]. Summary device evaluation: the implant was returned stuck inside the microcatheter. The investigation of the returned coil system found the implant stretched at the proximal end and separated from the pusher. The pusher was not returned for evaluation. The investigation found the implant's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher within the microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.